Event description:
It was reported that the patient presented in clinic for a routine follow up. The pulse generator exhibited premature elective replacement indicator. The eri alert was cleared. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.